Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reload was received fully fired. There was damage to the knife blade. The reload was loaded into a pmv idrive powered handle for functional testing. The interlock was overridden and the reload fired satisfactorily. Replication of the partial firing condition occurs when the idrive powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the reload. This may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The file was concluded to be a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an unspecified gastrointestinal procedure, the second firing had a partial fire. The surgeon pushed a blue button when the blade stopped and retracted the blade with the silver button. The staple was not fired fully. 2 out of 3 of staples were fired and the rest were not fired. The tissue thickness was normal. The surgeon completed the procedure using a manual device without any further issues. There was no tissue damage or blood loss. Patient status: stable.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one sulu opened by the account and two (2) photos provided by the account. Photo 1 appears to show an amt reload that is partially fired with staple pushers visible to 1.5 cm and staple protrusion visible to 1 cm. Photo 2 appears to show an amt reload that is partially fired with staple pushers visible to 1.5 cm and staple protrusion visible to 1 cm. Visual inspection of the reload noted that it was partially fired and had knife blade damage. Functional evaluation noted no abnormalities. Analysis of the received photos was done and determined that nothing could be conclusively stated about them in terms of this investigation. Replication of the partial firing condition occurs when the powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the reload. This may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.